Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited low amplitude. Boston scientific technical services (ts) reviewed and noted undersensing. Ts then suggested programming sensitivity to 0.6 millivolts agc to ensure no undersensing and continue to monitor. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited low amplitude. Boston scientific technical services (ts) reviewed and noted undersensing. Ts then suggested programming sensitivity to 0.6 millivolts automatic gain control (agc) to ensure no undersensing and continue to monitor. Additional information received from the field indicating that the sensing was improved with changing the agc and pacing percentage decrease showing more appropriate sensing. The lead remains in service. No adverse patient effects were reported.